Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: analysis was performed on the returned device. The reported - device felt like there might have been something loose inside - could not be replicated as the device was returned disassembled and was based on the physician comment. The reported difficulty removing the device and could not be replicated in a testing environment. It should be noted that the proglide instructions for use (IFU), states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause for the reported difficulties could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the previously filed report, additional information reported: during the vessel closure procedure, the physician separated the handle of the device in attempt to manually control the "foot plate".

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of a mildly calcified left common femoral artery was attempted using a proglide device via a 6f sheath after a left heart catherization diagnostic procedure. Reportedly, after suture deployment, the foot was closed and the device was going to be removed; however, it became stuck. The device was able to be removed with some force. No tissue damage was noted. A non-abbott covered stent was used to achieve hemostasis. The physician indicated that "the device felt like there might have been something loose inside, but it was minor", when the device was inserted into the anatomy. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.